Event description:
Procedure: gynecology. Reportedly, the user applied the device to tissue and then transected the tissue. The surgeon then attempted to remove the device from the tissue, but the jaws of the device were locked on the tissue. The doctor had to forcibly open the jaws of the device. There was not tissue damage or injury to the pt.